Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author stated that evolut r was not directly related to the observed adverse events. The physician/author also clarified that for the patients who had moderate to severe pvr this was not a fault with the evolut r, instead asymmetrical calcium distribution in the native aortic valve might account for the increase in severity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: mahon c, et al. Association of individual aortic leaflet calcification on paravalvular regurgitation and conduction abnormalities with self-expanding trans-catheter aortic valve insertion. Quant imaging med surg. (B)(6) 2021;11(5):1970-1982. Doi: 10.21037/qims-20-1122. Earliest date of publish used for date of event: (B)(6) 2020 (month and year valid). In the acknowledgments section on page 1979 of the article the authors noted, ¿the abstract of our manuscript was submitted to the 2020 jcct 15th annual scientific meeting and was accepted as an oral presentation. All accepted original science presentations have been published in the july issue of journal of cardiovascular computer tomography, 2020.¿ no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for review (kp) medtronic received information from a literature article regarding the accuracy of individual aortic valve leaflet calcium quantification in patients undergoing transcatheter aortic valve implantation (tavi) and its impact on the frequency of paravalvular aortic regurgitation (pvr) and permanent pacemaker implantation (ppi). All data was retrospectively collected from a single center between january 2014 and november 2017. The study population included 251 patients who underwent tavi with the medtronic evolut r (predominantly male, median age 83 years). No unique device identifier numbers were provided. Among all patients, adverse events included: mild to severe pvr; need for balloon aortic valvuloplasty during the evolut r implant procedure for moderate or severe pvr; and ppi after tavi. The authors found that right coronary leaflet and left coronary leaflet calcification was more strongly associated with pvr than non-coronary leaflet calcification, but they found no significant association between individual calcium leaflet burden and risk of ppi. No additional adverse patient effects or product performance issues were reported.